Event description:
The facility representative reported that the device did not infuse, an unspecified drug, during patient use. The administration set info is unknown. The facility representative stated that there was no sign of blockage or occlusion. The device did not alarm that it was not infusing. There was no pt injury associated with this event.

Manufacturer narrative:
The device has been requested to be returned to baxter for evaluation. As soon as we are in receipt of evaluation results, a follow up report will be submitted.